Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device passed the displacement test and self test. All operating currents were within specification. No unexpected blank display noted. The unit was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had ramping numbers during a bolus attempt. The customer's mother stated that the up arrow was sticking, and after a battery replacement, the insulin pump alarmed button error. The caller did not know the blood glucose reading. No significant events leading to the alarm were observed other than the ramping numbers. She noted that the customer wears the insulin pump in her bra against her skin, which she was advised may have allowed the device to be exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.